Event description:
The customer reported that the central nurse's station (cns) rebooted on its own. A red light was also lit on the uninterruptible power supply (ups). No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted on its own. A red light was also lit on the uninterruptible power supply (ups). No patient harm or injury was reported. Investigation summary: the root cause of the cns shutdown is undetermined. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that their central nurse's station (cns) rebooted on its own. The also reported that their uninterruptible power supply (ups) is displaying a red light. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own. The also reported that their uninterruptible power supply (ups) is displaying a red light. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.